Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset occurred: ¿clkstop status, a illop interrupt occurred on (B)(6).¿

Event description:
It was reported that at a follow up appointment an error code showed that an electrical reset occurred on the device. An automatic guided restore ran successfully and re-interrogation of the device did not reveal any problem. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.